Manufacturer narrative:
Retainer ring=black. On 12/09/2021 customer called in with the following concerns: customer accidentally dropped the pump in her bathroom and it got wet and there was an image that came up but it disappear. Now the insulin pump doesn't show anything on the screen. Customer received a critical pump error (open book image). Device power up properly after battery installation. Device was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. Proceed it with the following testing to assure proper functionality of the unit. Pump passed functional test including, self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) or blank display noted during testing. The adapt tool reveals that on 12/09/2021 pump error 23, 49 and 68 were recorded. Proceed it by cutting unit open and perform a visual inspection on connectors and electronic assembly. During visual inspection, corrosion was noted during visual inspection on electronic assemblies causing electrical short. Device also received with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer allegations are not confirm. Device powered up properly after battery installation and was tested successfully. However, during download review pump error 23, 49 and 68 alarms were recorded due to corroded electronic assemblies that were noted during visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump showed blank display and critical pump error after being exposed to water. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.